Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: one device was returned for evaluation. There was no reported service history. Visual inspection was performed and the downstream occlusion (dso) seal was found to be with cracks. The dso seal will be replaced. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
The customer returned the product for damaged downstream occlusion (dso) seal, during device evaluation, cracks were identified on the seal. There was no patient involvement.